Manufacturer narrative:
Manufacturer ref. No: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were not reproduced. Air in line alarms were confirmed through a review of the event history log; however, it is unclear if the alarms are true or false. Evaluation found damage to the flex tail contact pins on the upstream sensor, potentially causing the condition. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.